Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving heparin via an implantable pump for cancer chemotherapy. It was reported that when the healthcare provider (hcp) who fills the patient's pump interrogated their device, it was seen that the pump was in motor stall and had been stopped. The pump logs revealed a motor stall on (B)(6) 2021 and it was confirmed that the patient had a magnetic resonance imaging (MRI) on that date and the pump had not been interrogated since. When the hcp interrogated the pump logs it also showed a recovery with todays date and technical services reviewed the pump was in telemetry state. The patient did not hear a pump alarm. Technical services sent materials explaining this and the inquiry was resolved.

Event description:
Additional information was received from a healthcare provider (hcp) that reported the patient had another magnetic resonance imaging (MRI) on (B)(6) 2021 and when the patient came in for their refill today, it was noted that their pump's motor stalled on (B)(6) 2021. The patient did not get the pump's status checked post MRI. Technical services had the hcp check the pump logs and there was a motor stall recovery that occurred once they interrogated the pump. The hcp stated there was no audible alarming to the pump. Discussed the pump being in telemetry state condition and reiterated the MRI labeling.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.